Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient had been hospitalized with hypoglycemia. The patient's blood glucose levels had dropped to 45 mg/dl while wearing the pod between 24 and 36 hours. The patient reports having a seizures. The patient was taken by ambulance to the hospital. The patients pod was removed in the ambulance. Once at the hospital the patient had electrocardiograms performed. The patient was discharged from the hospital after 4 hours. As a result of this event the patient was advised by their endocrinologist to take daily insulin injections until they go back to pod use.